Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered the recommended replacement time (rrt) indicator after delivering in excess of 80 appropriate shocks for incessant ventricular tachycardia (vt). During the changeout procedure when the device was removed from the pocket, discoloration of the ICD was noted near the edges of the device closest in proximity to the right ventricular (rv) lead defibrillation coil, and the patient's tissue around the device also appeared "charred". Review of clinical data indicated a shift in can-to-coil impedance was noted following the shocks delivered for vt, and it was suspected that this may have been a result of the change in device and tissue properties following the excessive number of shocks delivered. Additionally, the replacement procedure involved electrocautery which was detected by the device as oversensing episodes and sensing integrity counter (sic) prior to detections being turned off later during the procedure. Review of the information by qualified engineering personnel indicated that the discoloration of the device is likely due to the large number of shocks delivered in a short period of time, and an observed mark on the ICD post-replacement was highly suspicious of an arc mark due to a lead insulation breach. Lead impeda nces, sensing values, and thresholds were all within expected ranges through the old and new device at the time, so the rv lead remains in use with a new ICD implanted due to the patient's clinical status at the time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407645 lead implanted: (B)(6) 2007 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.